Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump was damaged in the area where the cartridge is loaded. There was no reported impact to the customer¿s blood glucose. No additional information was provided. Reportedly, the customer declined troubleshooting with tandem technical support.